Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the was unable to detect a child pad-pak. The fault was attributed to the failure of the sw1 reed switch. The fault could not be replicated with a known good reed switch installed. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not recognize a child pad-pak. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not recognize a child pad-pak. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.